Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "leaflet avulsion due to resheathing during transcatheter aortic valve implantation". As reported in a research article titled "leaflet avulsion due to resheathing during transcatheter aortic valve implantation", after the first deployment of the valve, the implantation depth was considered to be too low. The decision was made to resheath the valve, but the valve could not be fully resheathed. Fluoroscopy showed a noticeable gap between the capsule and the nose cone. The entire delivery system was retrieved from the patient. Upon inspection, it was noted that a large part of an aortic leaflet had been caught between the valve and the nose cone and was avulsed during retrieval of the system. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the reported retraction problem and aortic regurgitation appear to be cascading events of the use-related tissue damage. However, a cause for the reported use-related tissue damage could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
The article "leaflet avulsion due to resheathing during transcatheter aortic valve implantation" was reviewed. It was reported that on an unknown date, a navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. After the first deployment of the valve, the implantation depth was considered to be too low. The decision was made to resheath the valve, but the valve could not be fully resheathed. Fluoroscopy showed a noticeable gap between the capsule and the nose cone. The entire delivery system was retrieved from the patient. Upon inspection, it was noted that a large part of an aortic leaflet had been caught between the valve and the nose cone and was avulsed during retrieval of the system. Only moderate aortic regurgitation was noted. The patient remained hemodynamically stable throughout the procedure. A new valve and delivery system were prepared, and the procedure was completed without any further complications. The patient was discharged. The primary and correspondence author of the article was sebastian spethmann, md, deutsches herzzentrum der charité, department of cardiology, angiology and intensive care medicine, charitéplatz 1, 10117 berlin, germany, with the correspondence email: sebastian.spethmann@dhzc-charite.de.

Event description:
The article "leaflet avulsion due to resheathing during transcatheter aortic valve implantation" was reviewed. It was reported that on an unknown date, a navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. After the first deployment of the valve, the implantation depth was considered to be too low. The decision was made to resheath the valve, but the valve could not be fully resheathed. Fluoroscopy showed a noticeable gap between the capsule and the nose cone. The entire delivery system was retrieved from the patient. Upon inspection, it was noted that a large part of an aortic leaflet had been caught between the valve and the nose cone and was avulsed during retrieval of the system. Only moderate aortic regurgitation was noted. The patient remained hemodynamically stable throughout the procedure. A new valve and delivery system were prepared, and the procedure was completed without any further complications. The patient was discharged. The primary and correspondence author of the article was sebastian spethmann, md, deutsches herzzentrum der charité, department of cardiology, angiology and intensive care medicine, charitéplatz 1, 10117 berlin, germany, with the correspondence email: sebastian.spethmann@dhzc-charite.de.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: leaflet avulsion due to resheathing during transcatheter aortic valve implantation.